Manufacturer narrative:
Device was used for treatment. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records has been requested.

Manufacturer narrative:
A review of synthes device history records was conducted. This supplier lot number was received and inspected to the synthes incoming final inspection.

Event description:
Device report from (B)(6) reports an event in (B)(6) as follows: the threads at the tip of the ria drive shafts sheared off. Reportedly all parts could be removed. This is 3 of 3 reports for the same event.